Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Manufacturer narrative:
Additional information received on (B)(4) 2013 provided a second physician involved with the procedure: (B)(6).